Manufacturer narrative:
None of the death events or adverse events that were mentioned within the article related directly to medtronic devices/products. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article: "clinical impact of the gap-angle ratio in patients with ostial lesions of the right coronary artery undergoing percutaneous coronary intervention" journal: heart and vessels year: 2019 ref: https://doi.org/10.1007/s00380-019-01417. There is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.

Event description:
Resolute onyx rx zotarolimus eluting stents were among a number of des stents implanted in the study population as part of a study investigating the incidence of binary restenosis and its predictors in patients with ostial lesions of the coronary artery (rcaos) who underwent percutaneous coronary intervention (pci). Lesions treated included the femoral, brachial, radial, funnel-shaped ostium and de novo. Clinical outcomes of the procedures include cardiac death, myocardial infarction (mi), target lesion revascularisation (tlr), stent edge dissection. Malfunctions included stent under expansion and stent protrusion.